Manufacturer narrative:
Death previously reported in MFR 2916596-2020-03525. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number: (B)(6), and the reported events could not be conclusively determined through this evaluation. The account communicated that the patient had heart failure on (B)(6) 2020. According to the account, the patient went to the emergency department (ed) for feeling severely fatigued and shortness of breath. The patient was hospitalized and changes to medication was made and the event resolved on (B)(6) 2020. The patient ultimately expired on (B)(6) 2020. The heartmate 3 lvad, serial number: (B)(6), was not returned for evaluation (death previously reported in MFR 2916596-2020-03525). The hm3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had heart failure.